Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred. The nurse noticed blood in the helium tubing and notified the physician immediately. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the console had also generated an autofill failure alarm several times prior. There was no patient harm or adverse even reported.

Event description:
It was reported that after seven days of intra-aortic balloon (iab) therapy, a leak occurred. The nurse noticed blood in the helium tubing and notified the physician immediately. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the console had also generated an autofill failure alarm several times prior. There was no patient harm or adverse even reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that after seven days of intra-aortic balloon (iab) therapy, a leak occurred. The nurse noticed blood in the helium tubing and notified the physician immediately. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the console had also generated an autofill failure alarm several times prior. There was no patient harm or adverse even reported. Additional information was received via medwatch mw5110227: intra-aortic balloon ruptured/failed while in use inside a patient's aorta, connected to an intra-aortic balloon pump. Because the patient was dependent on the support of the balloon pump to sustain life, the patient needed to have an emergent procedure to replace the balloon. Additional information received from a reporter on 06/10/2022 for a report number mw5110227. Of note, this event occurred 2 times on the same patient. The balloon was place (B)(6) 2022, ruptured (B)(6) 2022, replaced with a new (B)(6) 2022, ruptured again on (B)(6) 2022, replaced again with a new one on (B)(6) 20222. Second medwatch report filed for the (B)(6) 2022 event. Common cause analysis found that the balloon was placed through the axillary artery, which is an approved, however, atypical insertion site. Also the patient was more physically active than what is typical of patient on an intra-aortic balloon pump, as he need to engage fully with physical therapy while waiting for heart and kidney transplant. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00546.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.2cm from iab tip. Additionally two kinks were found on the catheter tubing approximately 47.5cm and 76.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Patient born in (B)(6) 1998. Additional contact person information: (B)(6). Complaint record ID # (B)(4).